Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg ICD implanted: (B)(6) 2012. Sv02 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had non-capture and p-wave undersensing. Under fluoroscopy, it appeared that the ra lead was hanging straight down. The ra lead was capped. No patient complications have been reported as a result of this event.